Event description:
The customer reported via email that he had condensation inside the screen of the insulin pump. Customer declined to be transferred to the helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.